Manufacturer narrative:
The intended use for this slot / screw interface was to insert the screw perpendicularly to the plate and before synching the plate down, to have the option to translate the plate in the anterior-posterior plane. The surgical technique (cat-800-001) has been updated to revision level 1 to clearly depict the intended usage with respect to the angulation of the screw in the slot (step 8) and has been distributed. This change further specified the intended usage with respect to emphasizing the method of seating the screws: implementing the two finger finishing technique (step 10).

Event description:
During fracture repair surgery, a screw passed through a slot in the plate. The surgeon stated that he inserted the screw at an extreme angle and applied heavy amount of finishing torque. There was no reported injury or harm to the pt. The screw was left in the pt and essentially used as an inter-fragmentary screw, which is commonplace in calcaneus reconstructions.